Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was found within the sales representative's inventory, and was included a field advisory/communication. The device was returned to guidant. Later, the device was retrieved from archive for further investigation.